Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Ac distribution panel.part has been ordered for replacement.

Event description:
The service engineer replaced the ac distribution panel to address the reported problem.

Event description:
The international customer reported the device would not turn on. Upon evaluation, the manufacturers field service engineer (fse) confirmed the reported problem and noted the device sparking area of the ac distribution panel. The reported problem could affect other devices plugged into the same circuit and may result in a loss of ac power during operation. If this failure occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The fse ordered a distribution panel for replacement. The customer reported no patient involvement, therefore no patient harm.